Event description:
It was reported, the pt experienced a loss of therapeutic effect. At a routine check up in 2008, telemetry was not possible. The device was replaced. No further complications were reported.

Manufacturer narrative:
The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.